Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with alarm tone coming up, and the buttons being unresponsive. The customer states an alarm tone was present and the customer was not able to clear it, due to unresponsive keypad. The customer states there is also a black circle present. The customer's blood glucose level at the time was 241mg/dl. Troubleshoot was conducted. The customer was advised to remove batteries and allow the device to rest for two hours, and insert new batteries. The customer was advised to call back if audible alarm persists, and keypad remains unresponsive.